Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the patients spinal cord stimulator (scs) leads had migrated which was confirmed through xray. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. It was also stated that the patients spinal cord stimulator (scs) leads had migrated which was confirmed through xray. The patient underwent a procedure wherein the ipg and leads were replaced and that the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.